Event description:
The device was used during a gynecology procedure. Reportedly, the suture broke. The hospital has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.